Event description:
It was reported that the ventricular output on the external pulse generator was out of specification, that at a setting of 20 milliamperes (ma) the output read 0 and at a setting of 25ma the output read 9.5. It was further noted that the atrial output was fine. The generator was returned for service. The output discrepancy was discovered during testing and it was indicated that there was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(6). (B)(4).

Manufacturer narrative:
Product event summary: analysis found that the heart lead flex was out of specification. It was also noted that the upper and lower cases were broken, the ring cover and two side bail covers were broken, the battery contacts were compressed, the ring and one side bail were missing and the battery drawer was broken. Further analysis was performed on the heart lead flex. This analysis found that a diode component on the flex was the cause of the ventricular output failure.